Event description:
The company rep reported that the customer reported that one of her pt's from the previous week procedure was having severe left shoulder pain and shortness of breath. The pt was admitted to the hospital on (B)(6)2009 diagnosed with a left pleural effusion and collection. The collection was drained which improved her shortness of breath symptom.

Manufacturer narrative:
The adverse event is a typical for this type of procedure. The doctor hypothesized the pt bled either from one of the fasteners, possibly from placing a fastener too high above the z-line, or had a small leak that sealed off, and the source of the shoulder pain is possibly from irritation of the phrenic nerve. After treatment and three day hospitalization the pt was released with no symptoms.